Event description:
It was reported that the device's occlusion joint is damaged. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported issue. It was determined that the dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.